Event description:
It was reported that the catheter from a fuhrman pleural/pneumopericardial drainage set had insufficient drainage. The device was required for "mr sar/a" and was inserted for pleural drainage. During the procedure there was difficulty placing the device. Purulent pleurisy was noted which required treatment with antibiotics due to suspected infection. Imaging confirmed the drainage catheter was in the correct location; however, there was insufficient drainage. Additionally, it was discovered that cellulitis had developed at the catheter's insertion site which required treatment by an orthopedic surgeon. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
D4 - rpn: c-ppd-1200-childrens-082694-imh. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon receipt of additional information, it was confirmed that the device did not experience insufficient drainage. There is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. There is no evidence that the device caused or contributed to a serious injury. The device was placed to treat an existing pleural infection. After placement, infection at the insertion site was reported. It was noted the infection was treated locally with antibiotics; no invasive intervention was performed. Local, non-invasive antibiotic treatment is not considered intervention to preclude permanent impairment or death. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
Additional information was provided. It was clarified that there was no insufficient drainage of the fuhrman catheter. The device was placed due to the persistence of the pleural effusion after the initial evacuation in the emergency department.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex e. Additional information: b5, b7. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. As reported, the patient arrived to the emergency department with a pleurisy related to pneumonia. Pleural evacuation was performed in the emergency department. Infection in the pleural fluid was confirmed, and antibiotic treatment was initiated. Two days later, the cook fuhrman was placed due to the persistence of the pleural effusion. Later, an infection at the catheter insertion site was discovered. This infection was treated locally with antibiotics. The device was in place for four days. The complaint facility noted the fuhrman catheter is no longer being used in the emergency department, and it has been replaced with a different cook catheter.